Event description:
Caller reported damage to tandem charging cable, rendering charging supplies non-functional. There was no reported impact to the customer¿s blood glucose level. Customer service arranged to replace the damaged charging supplies with two-day shipping.